Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, patient was unable to locate sensor wire. Patient stated that after experiencing a "sensor failure" error message they removed the sensor pod and the sensor wire was missing. Patient inserted sensor in arm which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.